Event description:
The initial reporter received questionable elecsys vitamin d total iii results for two patient samples tested on the cobas e 801 analytical unit. Patient sample 1:the initial result was 61.7 ng/ml.the repeat result was 31.6 ng/ml.patient sample 2:the initial result was 63.8 ng/ml.the repeat result was 40.8 ng/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6).